Event description:
It was reported that during a peripheral percutaneous transluminal stenting treatment procedure the stent dislodged and migrated. The 85+% stenosed lesion was located in the non-tortuous and calcified left renal artery. The lesion length was 10-12mm. Vascular access was obtained via the left common femoral artery. The physician had difficulty advancing the 5.0 x 15 x 90 express sd biliary stent system across the lesion due to the calcified and tight lesion. As the express sd delivery system was withdrawn from proximal section of the lesion, the stent dislodged and remained on the guide wire. The physician attempted to push the stent delivery system (sds) balloon into the stent, however, this attempt was unsuccessful and the sds was removed from the patient. Next, an attempt was made to snare the stent and pull it through the 6fr x 45cm sheath, however, this attempt was unsuccessful due to the small length of guide wire distal to the stent. The guide wire inadvertently pulled through the stent and the stent migrated to a safe area within the hypogastric artery. A brisk flow was noted around the stent in the collateralized artery. The express sd stent was not removed from the patient and was considered non-thrombogenic. The physician completed the procedure by predilating the lesion with a 3.0mm x 20mm sterling balloon and deployed another 5.0 x 15 x 90 express sd biliary stent. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).